Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 136 mg/dl. Customer successfully able to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting for multiple pump error. Device will be return device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero alarms noted during testing.